Manufacturer narrative:
The tech replaced the foot end brake casters to repair the stretcher.

Event description:
Info rec'd indicates the foot end of the stretcher moves a little from side to side due to the foot end brake casters swiveling while locked in brake.